Event description:
It was reported that during the initial deployment of the transcatheter aortic valve, an infold occurred. The valve was recaptured and removed. A new system was used for implant. Additional information was received indicating the following: a misload was not detected during the valve loading process; a procedural delay resulted from the infold as a new valve had to be loaded; and the physician stated that were no anomalies with the patient's anatomy.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013030667); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial deployment of the transcatheter aortic valve, an infold occurred. The valve was recaptured and removed. A new system was used for implant.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original jar, fully submerged in a clear, unknown solution. The valve was discolored, showing evidence of blood contact. All leaflets are flexible with no signs of leaflet damage. Leaflets l1 and l3 were in the open position while l2 was in the closed position. All commissures appeared intact. A bent strut was observed around the overall outflow of the valve, which appears consistent with frame misalignment during loading the valve onto the delivery system. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.